Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports for the mayfield swivel adaptor (a1018). This is linked to mfg report number 3004608878-2021-00734 for the concomitant mayfield ultra base unit (a2101): a facility reported that during "preventive implantation of clips on left sylvic aneurysm (not symptomatic)", the transitional member on the mayfield ultra base unit came out when the patient's head was yet in the clamp. This occurred during the surgery when the surgeon unlocked the system via the golden handle of the unit for surgical needs/purposes. The transverse part was completely dissociated/ disassembled from the whole unit. There was unexpected jerk of the patient's head with risk of functional damage (paralysis in the aftermath of cervical injury). However, there was no adverse consequence for the patient because the surgeon maintained the patient's head. They continued the procedure with the same device. No increase in surgery time was reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield swivel adaptor was returned for evaluation: failure analysis - the investigation of the returned device showed that the swivel adaptor required replacement of the swivel sleeve and worn parts due to normal use and wear. However, this would not have contributed to the unexpected patient movement during repositioning. Root cause - additional information regarding this complaint indicates the base handle was released to reposition the patient's head causing the incident of unexpected patient movement and transitional member displacement from mayfield base handle. Per the mayfield IFU warnings, "warning: transitional member can slide out of the base handle if not fully engaged." The probable root cause of this issue was ineffective or lack of support of the patient's head/skull clamp while disengaging the base handle allowing for the transitional member to slide out of the base unit. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a